Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure ot achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after depressing the trigger button, the clip deployed in the vessel but hemostasis was not achieved. Manual compression was applied for fifteen mins to achieve hemostasis. The clip remains in the vessel. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.